Event description:
The customer reported to beckman coulter (bec) a leak of an unknown amount from the unicel dxh 800 coulter instrument. The leak was contained within the analyzer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that waste vacuum chamber (vc222) was cracked and splashing fluid inside the instrument. The fse replaced the cracked waste vacuum chamber resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedures. Failure mode was related to a cracked waste vacuum chamber (vc222). Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Manufacturer narrative:
Additional information: upon further investigation, beckman coulter has determined that a cracked waste vacuum chamber vc222 is not likely to affect the draining function of the differential, retic, and/or nucleated red blood cell (nrbc) mixing chambers during sample analysis. Patient results would not be affected upon recur of this incident.